Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it decreased from one year to seven months. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it decreased from one year to seven months. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Upon analysis of device data, it was noted that the ICD is depleting normally and the drop in longevity is due to the temporary drop in battery voltage after a high voltage charge. In addition, it was observed that there is a treated episode with out of range shock impedance, which triggered a code 1005, indicating an open circuit condition. Further advice was provided by technical services (ts). At this time, this device remains in service and there were no adverse patient effects reported. Boston scientific has made three attempts to obtain further information regarding the out of range shock impedance and the plan going forward for this patient, however, no response was received.